Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead exhibited loss of capture (loc). An x-ray was performed which showed the lead to be dislodged. The patient was seen for a revision procedure where the lead was attempted to be repositioned. The lead was unable to be successfully repositioned as the lead would not stay in place. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.